Manufacturer narrative:
H10: radiological images review result: post-op x-rays and saggital CT slice were provided for thoraco-pelvic fixation. An intra-op x-ray was also provided, which was presumably from the revision surgery. Multiple lumbar interbody grafts were present. Fusion status was unknown. On the CT image, one of the set screws was out of the tulip. It was unclear if hardware failure was present at another level. Additional information: g1, g2, h10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3. Evaluation summary: the nodes on both set screws show deformation consistent with being locked on to the rod properly. There is damaged to the outside of the major diameter, consistent with the force causing the head of the bone screw to splay and allow the set screw to move or jump threads, once the tension is removed from the set screw it is possible for it to back out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with adult deformity with both coronal and saggital plane imbalance, multilevel spinal stenosis and l5 radiculopathy with weakness and neurogenic claudication. He underwent t11-pelvis fusion. On an unknown date, post-op, two set screws loosened and dislodged. Additionally, there was metallosis around the treated site and pseudoarthrosis at t11-t12 was also reported. Hence, the patient underwent a revision surgery, in which the alleged set screws were completely explanted and were replaced with new ones. Extension of fusion from t4 to t11 was also performed as a result of proximal junctional kyphosis and junctional failure of t11.